Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on dec 21, 2017 with the following findings: the battery compartment was cracked from the top.

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(6) 2017.